Event description:
It was reported to philips that the device has a low battery error message. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which they were redirected to the (B)(6) to purchase a new battery. Customer is taking responsibility to correct/repair the device.